Event description:
It was reported to philips that the flexvision screen was black. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned with no delay. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file and found no errors. When the fse pressed the flexvision large screen menu button it was found that no menu was displayed. The fse confirmed that the flexvision screen was defective. The fse solved the issue by replacing the flexvision screen. After the part replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.